Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact on the customer's blood glucose level. The customer was instructed to put the pump into storage mode and return it to tandem using a provided return box and pre-paid label. Tandem technical support sent a replacement pump, and the customer was advised to program their pump settings and connect their cgm to the new device.